Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08695 inches. Successfully downloaded history files and traces using thump. In further review of the formatted history file, there were no unexpected pump error(s)/alarm(s) noted 2 days prior to the event date of 28-nov-2024. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.80 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing; ; however, a cracked reservoir tube lip and a partially broken retainer were noted during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Customer alleged for no current code/category (retuned pump, under the agreement) was not confirmed. Retainer ring damage (a cracked reservoir tube lip and a partially broken retainer) was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged pump returning. The customer reported no adverse event. The event involved product(s) mmt-1886l. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1886l was requested and it was returned for analysis.